Event description:
It was reported that during a stent procedure, the stent delivery system (sds) was inflated to 8-10 atm and the balloon ruptured. According to the cine, this caused an abrupt loss of pressure and a "jet stream" in the distal direction causing a hematoma. A balloon catheter was used for post-dilatation. Another stent was used to treat the section of the lesion distal to the previously implanted stent. The patient left the cath lab without any problems.